Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The event of "eye lashes falling out, massive bone growth, and upper right cheek bone broken", deemed not device related, is considered an unexpected adverse drug experience.

Event description:
Patient reported getting injection with skinvive¿ by juvéderm® in the cheeks. 6-8 weeks later, patient experienced very small faint bumps on cheeks. Treatment was noted as attempted to dissolve filler twice. They were also injected with two non-abbvie fillers injections, possibly named "rh1." Patient was prescribed three rounds of antibiotics and steroids. Patient reported since has experienced "eye lashes falling out, black and blue haze skin discoloration, 8 bumps/granulomas, massive bone growth, and upper right cheek bone broken and deformed." Events of "eye lashes falling out, massive bone growth, and upper right cheek bone broken" are deemed not device related. Biopsy was not provided. Symptoms are on-going. This is the same event and the same patient reported under emdr-(B)(4). This emdr is being submitted for the serious unexpected adverse drug experience.